Manufacturer narrative:
The system interconnect cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displayed a split image on the monitor. There was no adverse pt involvement reported. There was no pt info reported.